Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device jaws would not reopen while on tissue. The surgeon used a second ligasure to resect the tissue around the jaws and remove the device from the pt. There was no injury to the pt.